Manufacturer narrative:
(B)(4). Additional information reporter phone is from (B)(6) but issue and reporting was made via (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.